Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: (B)(6); product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve replacement procedure involving a tav evfxplus-34, a pre-implant balloon valvuloplasty (bav) was performed due to calcification. The valve and delivery catheter system were inserted into the patient, advanced to the annulus, and the valve was deployed at a target depth of 3 mm. Upon initial deployment, an infold was observed in the valve frame. The valve was recaptured once due to the infold, and the entire delivery system and valve were subsequently removed and discarded. A second bav was performed, and a new valve was implanted in the patient. No patient complications were reported as a result of this event.

Event description:
Additional information was received that calcium contributed to the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.